Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, after activating the aortic cutter to the aortic surface, it was noticed that the needle was bent and curved to one side of the aortic cutter. The aortic tissue that was captured by the cutter was large in size and abnormal in shape, which caused unexpected bleeding from the aorta. The amount of blood loss was not quantified by the hospital; however, it was more than normal. The bleeding could not be controlled with a proximal seal and the case was completed by using a side biter clamp. The hospital intends to return the product in question.